Manufacturer narrative:
(B)(4). The axium coil was not returned for evaluation as it was discarded by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during a balloon assisted coiling treatment of an ica side wall, saccular aneurysm this axium prime coil (aes) slid out of the aneurysm and landed up in the distal ica near m1/aca junction. It was reported two competitor coils were used to frame the aneurysm and then one axium prime coil was implanted. It was further reported the physician noticed that the aneurysm was "pulsing" before deflating the balloon and reportedly needed to place a stent over the aneurysm neck. The physician deflated balloon and was in process of exchanging balloon for stent when it was identified the two competitor coils and aes coil had slid out of the aneurysm and landed up in the distal ica near the m1/aca junction. It was reported the coils were removed by the physician via a snare and an alligator without any issue. The physician re-scheduled the patient for secondary treatment however, within 24 hours the aneurysm ruptured and the patient died. Per the physician the sliding of the coils did not contribute to the rupture.